Event description:
Reporter indicated a vns (B) (4) computer was freezing during interrogation. Performing a soft reset resolves the freezing, but it continues to occur. Requests for return of the computer have been unsuccessful to date.